Manufacturer narrative:
Upon review, the octrode lead should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report. Further information was requested but not received.

Event description:
It was reported that high impedance issue was observed on the lead. Patient has therapy. A surgical intervention is anticipated in the near future. No further information is available at this time.